Event description:
It was reported that the insulin pump alarmed button error during normal use. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
No unexpected motor error alarms were noted. The pump passed the displacement, rewind, basic occlusion, prime, occlusion and excessive no delivery alarm tests. The motor was tested outside of the device and it passed. The pump had minor scratches on the lcd window, a broken reservoir tube lip, scratches on the reservoir tube window, and cracked battery tube threads.